Manufacturer narrative:
Manufacturer's investigation conclusion: log files were provided for review regarding a patient who passed away. Data from 31mar2024 at 8:29:47 to 9:45:57 was reviewed. The controller event log file revealed no hazard alarm event was captured between 8:29:47 and 8:45:17. At 8:45:43, the estimated flow value was captured below the low limit threshold (2.0 lpm) and activated the low flow hazard alarm ten seconds later. The low flow alarm will be addressed under the pump investigation. The pump speed value operated within the patient speed limit (5,300 rpm) and low speed limit (5,100 rpm) until the driveline was physically disconnected at 9:43:56. The pump speed value was captured at zero rpm briefly after. Both power cables were disconnected at 9:45:19 and the shutdown sequence was initiated shortly after. These sequences of events appear related to the reported device being turned off. The data captured on 30apr2024 revealed the white power cable was connected to the power module without the driveline connected, which appears to be when the log files were extracted. Attempts were made to obtain additional information from the customer regarding the driveline disconnected alarm captured at 9:43:56 is consistent with the time of death; however, no additional information was provided. A root cause of the driveline disconnect alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected alarm. 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. It may take up to 10 seconds for the pump to start. 2. Check that the modular in-line connector is secure. 3. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 4. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. See page 63. 5. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had known worsening kidney function, a urinary tract infection (uti), and suspected driveline infection. The patient had undergone treatment of antibiotics and hydration. On (B)(6) 2024, the patient had felt weak, had decrease urine output, shortness of breath, possible altered mentation and speech difficulty. The patient self-treated with fluids but did not call the hospital. On (B)(6) 2024 the patient stood from their recliner and experienced weakness and then lost consciousness. The device then alarms for low flow. An electrocardiogram showed p waves with heart rate in the 20s, pulseless electrical activity (pea) was suspected. Intravenous fluids were given and cardiopulmonary resuscitation (CPR) was performed for over 45 minutes. The patient was pronounced dead, and the pump was manually turned off. The patient's outcome was not suspected to have been device related. The patient's log files were submitted for review and confirmed low flow hazard alarms that started on 31mar2024 at 8:45 am until the driveline was disconnected at around 9:43 am. There were no unusual findings related to motor faults, pump temperature, or any other pump faults. Prior to the low flow alarms, the log files contained routine pump operation.